Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a change in shock impedances that have been high, out of range. Also, some noise was observed in the shock electrogram. Technical services (ts) recommended reprogramming options and monitoring the patient. The rv lead remains in service. No adverse patient effects were reported.